Event description:
The patient reported that they had an x-ray and it is showing that "one of the leads is deteriorating". The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4250 lead implanted: unk . If information is provided in the future, a supplemental report will be issued.